Manufacturer narrative:
Alert on screen during interrogation leading to inability to proceed with interrogation.

Event description:
It was noted during device preparation that the implantable cardiac monitor displayed an alert and the representative was unable to proceed with interrogation. The device was not used. No patient was involved.

Manufacturer narrative:
The device was returned due to an error message alert being triggered and would not allow further interrogation. Analysis of device image indicated that pre-eri (elective replacement indicator) flag was triggered due to exposure to cold temperature and resulted in the reported error message. The device was located in saratoga springs, ny and the local temperature was below freezing temperature at the time. Further testing was performed by clearing the pre-eri flag and all tests results were normal. Longevity assessment was performed based off shipped settings, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information received notes that the alert stated an unexpected device condition had occurred.